Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, h2, h3, h4, h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Zimmer biomet previously initiated a voluntary device correction of the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. This event has been further investigated through the CAPA process. Since medical records were not provided a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: cat#00998201918 femoral stem - revision taper lot#60400491; cat#00801803214 femoral head non-skirted 12/14 taper lot#60619314. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00744.

Event description:
It was reported that the patient underwent a hip revision approximately 14 years post implantation due to a fractured zmr implant and pain. Attempts have been made and no further information has been provided.